Event description:
Customer reported the cross arm lock is inoperative. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cross arm brake assembly. System operates as intended. This MDR is related to ge healthcare complaint number.